Manufacturer narrative:
Additional manufacturer narrative: report of an aortic bioprosthetic valve explant at implant due to perivalvular leak. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, the implanting surgeon indicates no allegation of device malfunction or quality deficiency. Per the provided information and edwards investigation, there is nothing to suggest a device malfunction or quality deficiency related to this event. No further action is required at this time, edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that an edwards aortic bioprosthetic valve was explanted at implant due to paravalvular regurgitation. The healthcare provider indicates no device malfunction or quality deficiency related to this event. The device was discarded.